Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3.date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort and tissue damage and the reported device allegation of migration are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that the pump was protruding in front of the scrotum, causing discomfort and a pinching sensation in the skin. The patient consulted his physician, who confirmed that the pump was in the correct position. The patient also noted that the device was functioning properly. The ipp remains implanted, and the patient was encouraged to discuss his concerns further during his upcoming appointment. No additional information was reported.